Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The device was returned and the lot number could not be confirmed as the packaging was not returned with the device. During visual inspection, the subject stent was found to be intact and returned inside the stent delivery catheter in its pre-deployment state. The stent delivery catheter was found to be flattened/crushed and the stent delivery wire was found to be kinked/bent. There was no breakage/fracture noted. The proximal end of the stent stabilizer was found to be kinked/bent. The stent was found to be intact. (The stent was deployed on the table during the analysis. During the functional inspection the stent delivery catheter broken/fractured inside patient functional test was not confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported fracture was not confirmed based on the analysis results, however the stabilizer and delivery catheter were note to be kinked. The device failed to meet specification when returned for analysis. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and there was no fracture noted, however the stabilizer and the delivery catheter were noted to be kinked and the delivery catheter was flattened/crushed. It is probable that the device was damaged during navigation through the patients anatomy. An assignable cause of not confirmed will be assigned to the reported event of the stent delivery catheter broken/fractured during use, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the analyzed damage of the stent delivery catheter kinked/bent, the stent delivery catheter flat/crushed, and stent stabilizer kinked/bent , as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the procedure at the time the subject stent was being delivered, the inner delivery pole fractured. The device was replaced and there were no clinical consequences to the patient.

Event description:
It was reported during the procedure at the time the subject stent was being delivered, the inner delivery pole fractured. The device was replaced and there were no clinical consequences to the patient.

Manufacturer narrative:
Device not yet returned for evaluation.